Event description:
Baxter japan reports "connection trouble of patient adapter to ti-adapter" of the transfer set. This is noted during use with no patient injury or medical intervention reported by complaint coordinator.